Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise leading to over-sensing. The lead was capped and replaced on (B)(6) 2022. The patient was discharged post-procedure.